Manufacturer narrative:
During an open laparotomy it was noted that fibers from a lap sponge were in the surgical site. The surgeon removed each fiber individually and flushed the surgical site to ensure all fibers were removed. The facility indicated that no injury resulted and no further intervention was indicated. No sample was returned for evaluation. A root cause has not been determined. Due to the reported incident and in an abundance of caution this medwatch is being filed. Device not returned.

Event description:
The facility reported that small threads unraveled from the lap sponge and fell into the surgical site.